Event description:
It was reported that the patient presented with twiddler's syndrome. The lead was explanted.

Event description:
Spontaneous disconnection of the drain without handling nor of its anchoring point. Patient outcome requested but not provided by the reporter.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.